Event description:
Device appears to be intermittently under-sensing vs., atrial events falling in blanking/refractory on the atrial lead during at/af events, does not appear to alter device detection or termination of events. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).